Manufacturer narrative:
(B) (4).

Event description:
A volume discrepancy was reported. The actual residual volume was 18.5ml and the expected residual volume was 1.5ml. No alarms were noted on the session report. An (B) (6) study and reservoir check were being planned. The pump was used to deliver dilaudid. No pt symptoms were reported.